Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient presented to the renal unit; however, it was not reported if the patient was hospitalized for the peritonitis event. The same day as the event onset, the patient began treatment with intraperitoneal (ip) cefotaxime (dose and frequency not reported) and ip ceftazidime (dose and frequency not reported). Pd therapy was ongoing. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. On an unreported date the patient's relative is receiving training on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported the patient discontinued antibiotic treatment (unreported date the same month as receipt of this report). After treatment was completed pd therapy was changed to dianeal 1.5% and 2.5 %. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.